Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the motor device was working intermittently and upon testing the drill could not be activated was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device produced heat. The assignable root cause was determined to be traced to maintenance.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device was working intermittently and upon testing the drill, it was observed it could not be activated. During in-house engineering evaluation, it was determined that the device produced heat and was loose. It was further determined that the device failed pretest for loctite assessment and handpiece temperature assessment. It was not reported if there were any delays to the surgical procedure or if a spare device was available to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2025.